Manufacturer narrative:
The pump remained in use supporting the patient. Approximately 18.5 inches of the external portion/distal end of the percutaneous lead (lead) was returned for evaluation. Visual inspection of outer silicone jacket and the bionate revealed no signs of damage. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the metal braided shield revealed some breakdown approximately 3 inches from the metal connector. Visual inspection of the wires revealed an insulation breach on the black wire in an area adjacent to the metal connector. The black wire was slightly kinked, and the insulation breach exposed the inner conductors of the wire. The observed wire damage appeared to be the result of fatigue failure due to repetitive flexing at this location. High potential (hipot) testing of the remainder of the lead segment did not identify any additional areas of compromised wire insulation. If exposed conductors from a damaged wire made contact with the metal braided shield while the system was connected to a tethered power source, the resulting electrical short to ground would have contributed to the reported alarms. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
Unique identifier (UDI) #: (device identifier) - (B)(4). Approximate age of device ¿ 1 year and 9 months. The pump remains in use supporting the patient; however, a portion of the percutaneous lead was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that low flow alarms and driveline disconnect alarms occurred on both system controllers. An issue with the driveline was suspected. A distal end percutaneous lead (driveline) replacement was completed on (B)(6) 2017 and the patient will be monitored. The patient was reportedly asymptomatic.